Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced electromagnetic interference resulting in lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The device remains in use. No patient complications have been reported as a result of this event.